Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found the insulation was abraded at 13 cm to 13.5 cm from the connector pin, which exposed the outer coil.

Event description:
It was reported that noise was observed on the right ventricular lead. The noise was reproducible through pocket manipulation. The lead was later explanted and replaced on (B)(6)-2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.